Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 1 month post-operative exam. A brief description from the surgery center indicated that the patient is very light sensitive. The patient¿s comments were of light sensitivity on both eyes that fluctuates and can be debilitating as it can be extreme in outdoors but not constant. There was no loss of best corrected visual acuity (bcva) reported. Topical steroids were increased to treat the symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/15 .00 x -1.00 x 90, left eye pre-op 20/15 .00 x -1.00 x 80.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.